Event description:
It was reported that when setting the sensitivity to pressure trigger and p trigger verification is displayed upon the screen, the ventilator can be placed into standby mode by pressing and holding the select button for four seconds and then pressing the select button twice. The ventilator will not show standby on the front panel. If hooked to a ptm the ptm will show standby. The revel will not alarm or notify the user that the patient is in standby and is no longer giving breaths. The ventilator was not connected to a patient when the reported problem occurred.